Manufacturer narrative:
(B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Event description:
The screwdriver is stripped.

Manufacturer narrative:
The 966295 sp2 fem box trial screw driver associated with the reported event was not returned for examination. A search of the complaint database found additional reports of stripped/worn screwdrivers. Previous investigations have identified product wear out as the root cause of the reported events. The investigation could not draw any conclusions about the reported event based on the lack of the product to examine. Based on the inability to confirm the reported event or determine a root cause, the need for corrective action was not indicated. Depuy considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.